Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-aug-2025 the user reported difficulty attaching multiple new ilet connectors during a supply change. After troubleshooting, the user was able to attach a prior connector and continue therapy without blood glucose impact. No symptoms were reported, and no medical intervention was required.